Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 300 mg/dl. The customer did not experienced symptoms of high blood glucose value. The customer did not allege under delivery on insulin pump. Auto mode was not active. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged high bgs on event date 29 may 2022. Unable to perform seating, basic occlusion test, occlusion test, force sensor test and displacement test, displacement accuracy test (dat) due to pump error 37. Unit failed to pass rewind test due to pump error 37 occurring during testing. Unit passed the active current test, sleep current test, and the self test. Unable to verify high bg's. Unit was successfully downloaded using thus for pump history files and trace files. Pump error 37 occurred on 08/26/2022 06:37 am in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on pcb 1, motor and force sensor. Unable to test motor outside of pump due to moisture damage on motor. The following were noted during visual inspection: scratched case, stained keypad overlay. Unable to test high bgs. Pump error 37 is confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in h6, h10 section.